Manufacturer narrative:
Reported event: an event regarding rom involving an unknown triathlon baseplate was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the records confirm the patient had a severe flexion contracture without evidence of infection. Revision tka surgery was performed on 4/19/23. The root cause of this flexion contracture cannot be determined from the limited documentation available." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loss of range of motion. A review of the provided medical records by a clinical consultant indicated the following: "the records confirm the patient had a severe flexion contracture without evidence of infection. Revision tka surgery was performed on (B)(6) 2023. The root cause of this flexion contracture cannot be determined from the limited documentation available." Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to flexion contracture (of approximately 12°) and pain. The baseplate and insert were removed, the tibia was re-cut, and a universal baseplate with stem and augment, and ts insert were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding rom involving an unknown triathlon baseplate was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the records confirm the patient had a severe flexion contracture without evidence of infection. Revision tka surgery was performed on (B)(6) 2023. The root cause of this flexion contracture cannot be determined from the limited documentation available." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loss of range of motion. A review of the provided medical records by a clinical consultant indicated the following: "the records confirm the patient had a severe flexion contracture without evidence of infection. Revision tka surgery was performed on (B)(6) 2023. The root cause of this flexion contracture cannot be determined from the limited documentation available." Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to flexion contracture (of approximately 12°) and pain. The baseplate and insert were removed, the tibia was re-cut, and a universal baseplate with stem and augment, and ts insert were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.